Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the index procedure took place in 2008. Direct stenting of a saphenous vein graft (svg) to the right coronary artery (rca) was performed for treatment of restenosis of a previously placed promus stent with a xience v stent. In addition, a de novo lesion in the left main coronary artery (lmca) was also stented with two xience v stents after predilatation was performed. No procedural complications were reported. No additional information is available. You are receiving this MDR report from abbott vascular because another MFR distributes promus in the united states as its brand label of abbott vascular's drug eluting stent.